Event description:
It was reported that the needle did not deploy during the activation process; this indicates a needle mechanism failure. No impact to the patient's blood glucose level was noted. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that would indicate that the needle mechanism deployed into either. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 46 first prime pulses, and was subsequently deactivated before the start of second priming. The pod did not run enough pulses for the needle mechanism to deploy. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were found.